Manufacturer narrative:
H.6. Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that 2 sets of bd phaseal¿ infusion set (c61) are leaking. When applying the cytostatics drug it leaked on the back of the integrated connector.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1010228; medical device expiration date: 2022-03-31; device manufacture date: 2018-11-22; medical device lot #: 1011186; medical device expiration date: 2022-04-30; device manufacture date: 2019-01-31." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 sets of bd phaseal¿ infusion set (c61) are leaking. When applying the cytostatics drug it leaked on the back of the integrated connector.